Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation on his back. There was no alleged device malfunction contributing to the irritation. Patient reported applying cortisone cream and mentioning the rash to the cardiologist. It is unclear if the cardiologist recommended or prescribed the cortisone cream. Reporting out of the abundance of caution. Follow up indicated that the cream is helping with the skin irritation.